Manufacturer narrative:
The device involved in the complaint will be returned. Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
"Koh-efficient causes arching with the electrosurgical instruments." (B)(4).

Manufacturer narrative:
(B)(4). Investigation: inspect returned samples, initiated manufacturer's investigation, no sample returned, x-review DHR, inspect stock product. *analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the board coag output was no longer functioning. The board, now rohs p/n 300788-r, is known to have failures during assembly. Some evaluation by the sustaining engineering department by the ee has noted various errors on boards such as poor soldering, backwards components, faulty components, and others that are not determined. The root cause for this complaint condition is not available but potentially due to a component failure. *correction and/or corrective action: the customer received a new unit. This unit was converted to a demo under wo (B)(4). The board is currently being re-designed to mitigate or remove quality issues routinely encountered on this board. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. *corrective action level 4: train personnel, none, reason: this is not an assembly issue. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. *was the complaint confirmed? Yes. Review and closure: recommended continuous improvement program (cip) , complaint closure letter required? Ncmr issued? #: CAPA required? #: other regulatory action needed: *preventative action activity: reviewed. Trend and monitor to cip.

Event description:
"Second use. Leep is not delivering power and resets to "wait" after pedal is released." (B)(4).